Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too high". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to perform labeling review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started last night, and arctic sun device has been alerting low flow and patient line open. Water flow rate (wfr) was 0.7-0.9 l/m. Adult patient with 4 pads connected. Nurse denied patient has been to CT, MRI or disconnected from device since start. No air noted in any of the lines. Had stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines and restarted therapy. Water flow rate (wfr) was bounced around and stopped at 0 l/m. Alerted patient line open. System diagnostics (4 pads connected) showed that the outlet monitor temperature (t1) was 29.7c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 29.9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 190.6 and pump hours were 140.4. Had stop therapy, empty pads and disconnect. Placed device in manual control at 25c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 30.2c, outlet control temperature (t2) was 30.3c, inlet temperature (t3) was 29.9c, chiller temperature (t4) was 30.2c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 95 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Advised pump should be between 50-80 percentage. Appeared there was an issue with the circulation pump. Device again alerted low flow and patient line open. Had stop therapy and disable manual control. Walked through swapping device and how to change remaining time on alternate device. Label device alert 01 and 02 for biomed evaluation.

Event description:
It was reported that the therapy started last night, and arctic sun device has been alerting low flow and patient line open. Water flow rate (wfr) was 0.7-0.9 l/m. Adult patient with 4 pads connected. Nurse denied patient has been to CT, MRI or disconnected from device since start. No air noted in any of the lines. Had stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines and restarted therapy. Water flow rate (wfr) was bounced around and stopped at 0 l/m. Alerted patient line open. System diagnostics (4 pads connected) showed that the outlet monitor temperature (t1) was 29.7c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 29.9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 190.6 and pump hours were 140.4. Had stop therapy, empty pads and disconnect. Placed device in manual control at 25c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 30.2c, outlet control temperature (t2) was 30.3c, inlet temperature (t3) was 29.9c, chiller temperature (t4) was 30.2c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 95 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Advised pump should be between 50-80 percentage. Appeared there was an issue with the circulation pump. Device again alerted low flow and patient line open. Had stop therapy and disable manual control. Walked through swapping device and how to change remaining time on alternate device. Label device alert 01 and 02 for biomed evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.